Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the int'l svc center. Based upon the inquiry info rec'd visual and functional examination, the unit was found to require: rotational cable replaced, translational cable replaced, fastening material replaced, unit cleaned and calibrated. After servicing the unit passed qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that while using the probe with a needle during a breast biopsy, the computer gave probe damaged. The needle was removed from the breast. While trying to fix the probe, it was impossible to release the needle. No further info is available. No reported pt consequence. The holster will be returned.